Event description:
It was reported the patient experienced sepsis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of sepsis was unknown. Treatment was not reported. The outcome of the sepsis event was not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.